Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user attempted to inject water into the irrigation lumen of the catheter but failed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user attempted to inject water into the irrigation lumen of the catheter but failed.

Manufacturer narrative:
The reported event was unconfirmed. Received only the catheter for evaluation. The sample was visually evaluated and no abnormalities were observed on the sample. Per functional testing, water was introduced through the irrigation funnel and found no difficulty of water flowing through the irrigation lumen and irrigation eye. Inflated balloon with 35cc water and administered flow rate testing. While inflated, the flow rate was 140ml/min, 160ml/min and 170ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[warning] 1. Do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. 2. Do not aspirate urine through the drainage funnel wall." (B)(4).

Event description:
It was reported that the user attempted to inject water into the irrigation lumen of the catheter but failed.